Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was received for investigation. Visual evaluation of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. There was presence of dried blood around the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the event. The product dimensions were measured and found to be within the specifications of the product's pre-existing condition was noted on the product experience report (per) that could contribute to the event include the patient's reported smoking habit. The reported device was located on tooth # 13 and was used for approximately 2 months. Pictures or x-ray images were not provided to evaluate for peri-implantitis a device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The product was returned and the reported complaint not be verified as x-rays or images were not provided to evaluate. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.